Event description:
Began using dreamstation in (B)(6) 2017. Has had a stroke, breathing has gotten progressively worse. Suffers from copd, cardiac condition, headaches, inflammation in airway, shortness of breath and pneumonia.